Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer had to press button multiple times for command. Customer also reported unexplained no delivery alarms and the batteries were dying quicker. The time advanced. No harm requiring medical intervention was reported. The device will not be returned for analysis.